Manufacturer narrative:
Instrument is not available to be returned to (B)(4) for evaluation, therefore root cause cannot be determined. (B)(4) stock and work in process has been checked and all has been found to meet specifications. A final report will be filed if additional info surfaces. (B)(4).

Event description:
Instrument stopped working electrically and fell apart inside patient. Pieces were retrieved. No adverse effect or patient injury reported. Note: product not available for return.